Event description:
The patient underwent lumbar exploration surgery in which rhbmp-2/acs and cancellous allograft were used. No complications were noted and no other information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned for evaluation.(B)(4).